Manufacturer narrative:
The initial reporter did not give any more information than that a free flow event had occurred during testing. In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. The device in question was not returned to moog for evaluation. Moog reviewed the administration set's device history record, and found no nonconformances during its manufacture. Because the device was not received, moog is unable to further confirm the complaint and/or determine its root cause. Device was not received.

Event description:
The initial reporter stated that the administration set in question free flowed during pump set-up. No patient involvement. Moog received no further clarification. (B)(4).